Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they affected for recall dim segment replaced u4 on display board. Lvp lifted keypad recall completed , replaced keypad assy. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the led display. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 29jul2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had dim 7 segment. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device had dim 7 segment. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device had dim 7 segment. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up supplemental will be submitted once the evaluation is completed.